Manufacturer narrative:
The product samples have been returned to the manufacturing site for evaluation but the evaluation is still in progress. Once the investigation is completed, the results will be forwarded in a supplemental report.

Event description:
The customer reports: nurse at the facility gave her patient an im injection with a combo needle and syringe. Prior to injection, she seated the needle but found it to be a bit loose. She gave her patient the injection and upon activating the safety, the needle flew off the syringe. It bounced off the bed and stuck her in the thumb. The patient she gave the injection to is (B)(6). The staff checked with some other combo needles (same item number) and found that the needle would not seat on the syringe at all-it kept twisting without tightening. They also opened a separate needle only package, put it on the syringe, and that one tightened properly. Nurse will undergo medical care to prevent the onset of the (B)(6).

Manufacturer narrative:
Submit date: 6/21/2018. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 08/23/2018. Added identified lot numbers. An investigation was performed for the reported customer complaint: ¿nurse at the facility gave her patient an im injection with a combo needle and syringe. Prior to injection, she seated the needle but found it to be a bit loose. She gave her patient the injection and upon activating the safety, the needle flew off the syringe. It bounced off the bed and stuck her in the thumb. The patient she gave the injection to is hiv positive. The staff checked with some other combo needles (same item number) and found that the needle would not seat on the syringe at all-it kept twisting without tightening. They also opened a separate needle only package, put it on the syringe, and that one tightened properly. Nurse will undergo medical care to prevent the onset of the hiv virus.¿ the device history records (dhrs) for lot numbers 808707 & 806119 indicates product and specification requirements were met with no non-conforming product identified relating to this customer report. Safety needle/syringe assemblies utilized in manufacturing also met all product and specification requirements. No lot can be released unless it passes all quality and conformance requirements. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for luer leakage, shield stall/locking failure, damage and proper assembly. A review of changes to product, process, and packaging identified no affecting changes related to this event. The dhrs identified no manufacturing or inspection anomalies. Maintenance records (both corrective and preventive), including calibration records, were reviewed with no issues related to the reported condition. No malfunctions or issues that could have contributed to the reported event were observed. Two (2) open samples were received for evaluation. The lot numbers on the primary packages were 808707 and 806119. The syringe and needle components were visually inspected for damage with no issues identified. The syringe combo assemblies were inspected for leakage between the syringe and no issues were found. The safety shields of both needles were activated and both performed according to manufacturing specifications. The sample evaluation found no evidence of any manufacturing related issues that could have caused the issue. A 6m root cause investigation was conducted to identify potential contributing factors. No issues with the manufacturing process were observed. The investigation did not identify a systemic issue with the product or process. There is insufficient evidence available to determine a most probable root cause for this investigation, but user error is a potential. It¿s recommended for the user to follow the instructions for use when using the device. The reported condition is not confirmed. A root cause could not be determined. This complaint will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submission date: 08/23/2018. If information is provided in the future, a supplemental report will be issued.